Event description:
Patient had trach that persistently was losing cuff pressure. Egs (emergency general surgery) had to come replace the trach. Cuff tested and showed it was losing air immediately upon inflation.